Event description:
Patient returned from the or with bivona tts trach, leaking. Rt found balloon to be filled with air, replaced air with water concern that packaging does not emphasize that balloon needs to be filled with water and not air.